Event description:
It was reported that this right atrial (ra) lead was explanted approximately four days post implant due to non-product experience. Another device was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted approximately four days post implant due to non-product experience. Additional information received from the patient indicated that there appeared to have been a perforation and pericardial effusion. The patient had echocardiograms another lead was successfully placed. No additional adverse patient effects were reported.